Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause and fatigue outcome was unknown. The reporter considered fatigue, premature menopause and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Concerning the injuries reported in this case, the following one were described in patient¿s social media- medical device removal, premature menopause. Concerning the injuries reported in this case, the following one were described in patient¿s social media: uterine perforation, fatigue. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media was received. Event added- fatigue. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quiting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone/chronic pelvic pain"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), menstrual disorder ("horrible periods"), adenomyosis ("adenomyosis"), amenorrhoea ("I used to skip periods when I had essure") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, menstrual disorder, adenomyosis, amenorrhoea and bacterial vaginosis outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered adenomyosis, amenorrhoea, anxiety, bacterial vaginosis, fatigue, genital haemorrhage, hot flush, influenza like illness, menstrual disorder, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received, reporter added, event bacterial vaginosis added. On 20-mar-2020: fu 12,13,14,15 and 16 processed together. On 20-mar-2020: fu 12,13,14,15 and 16 processed together. On 20-mar-2020: fu 12,13,14,15 and 16 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quiting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op") and night sweats ("night sweat"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage and night sweats outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered fatigue, genital haemorrhage, hot flush, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media was received. Event genital bleeding and night sweat was added. Lawyer was added. Reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quitting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quitting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), menstrual disorder ("horrible periods") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, menstrual disorder and adenomyosis outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered adenomyosis, anxiety, fatigue, genital haemorrhage, hot flush, influenza like illness, menstrual disorder, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quiting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone/chronic pelvic pain"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), menstrual disorder ("horrible periods"), adenomyosis ("adenomyosis"), amenorrhoea ("I used to skip periods when I had essure "), bacterial vaginosis ("bacterial vaginosis") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy in feb (date and month unspecified)). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, menstrual disorder, adenomyosis, amenorrhoea, bacterial vaginosis and arthralgia outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered adenomyosis, amenorrhoea, anxiety, arthralgia, bacterial vaginosis, fatigue, genital haemorrhage, hot flush, influenza like illness, menstrual disorder, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- joint pain, reporter was added. Fups 17, 18, 19 and 20 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ex-tobacco user. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue/chronic fatigue"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone/chronic pelvic pain"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), dysmenorrhoea ("horrible periods/heavy painful periods"), adenomyosis ("adenomyosis"), amenorrhoea ("I used to skip periods when I had essure"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia") and pelvic discomfort ("feel like there is baby kicking(flutter)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy in feb (date and month unspecified)). Essure was removed. At the time of the report, the uterine perforation, fatigue, pelvic pain, skin disorder, dysmenorrhoea and arthralgia had resolved and the premature menopause, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, adenomyosis, amenorrhoea, bacterial vaginosis and fibromyalgia outcome was unknown. The reporter considered adenomyosis, amenorrhoea, anxiety, arthralgia, bacterial vaginosis, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hot flush, influenza like illness, night sweats, pelvic discomfort, pelvic pain, pneumonia, premature menopause, skin disorder and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. As per social media content all her symptoms recovered. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, genital hemorrhage, fibromyalgia, uterine perforation. Joint pain; menstrual disorder, pneumonia, adenomyosis. Fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received : new event added pelvic discomfort. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ex-tobacco user. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue/chronic fatigue"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone/chronic pelvic pain"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), dysmenorrhoea ("horrible periods/heavy painful periods"), adenomyosis ("adenomyosis"), amenorrhoea ("I used to skip periods when I had essure"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), pelvic discomfort ("feel like there is baby kicking(flutter)"), pain ("I had all overbody pain") and paraesthesia ("tingling that started in my fingers") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy in feb (date and month unspecified)). Essure was removed. At the time of the report, the uterine perforation, fatigue, pelvic pain, skin disorder, dysmenorrhoea and arthralgia had resolved and the premature menopause, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, adenomyosis, amenorrhoea, bacterial vaginosis, fibromyalgia, pain, paraesthesia and weight decreased outcome was unknown. The reporter considered adenomyosis, amenorrhoea, anxiety, arthralgia, bacterial vaginosis, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hot flush, influenza like illness, night sweats, pain, paraesthesia, pelvic discomfort, pelvic pain, pneumonia, premature menopause, skin disorder, uterine perforation and weight decreased to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. As per social media content all her symptoms recovered. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, genital hemorrhage, fibromyalgia, uterine perforation. Joint pain; menstrual disorder, pneumonia, adenomyosis. Fibromyalgia, paraesthesia , pain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: social media received: new events - paraesthesia, pain and weight loss were added as a event. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quiting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone"), hot flush ("the only now problem is hot flashes") and skin disorder ("my skin, no pain ended up quiting smoking all together"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia and hot flush outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered fatigue, hot flush, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Concerning the injuries reported in this case, the following one were described in patient¿s social media- medical device removal, premature menopause. Concerning the injuries reported in this case, the following one were described in patient¿s social media: uterine perforation, fatigue,tobacco user, pneumonia, pelvic pain, hot flush, skin disorder. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received; new events- tobacco user, pneumonia, pelvic pain, hot flush, skin disorder were added. Reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up "quitting" smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up "quitting" smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza ("felt like I wa getting the flu everyday"), menstrual disorder ("horrible periods") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza, menstrual disorder and adenomyosis outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered adenomyosis, anxiety, fatigue, genital haemorrhage, hot flush, influenza, menstrual disorder, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: social media content received : reporters added. Events added -influenza, menstrual disorder, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue"), tobacco user ("my skin, no pain ended up quiting smoking all together"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, premature menopause, fatigue, pneumonia, hot flush, genital haemorrhage, night sweats and anxiety outcome was unknown and the tobacco user, pelvic pain and skin disorder had resolved. The reporter considered anxiety, fatigue, genital haemorrhage, hot flush, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder, tobacco user and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media case received. Reporter information updated. Event: anxiety was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and premature menopause ("early menopause"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation and premature menopause outcome was unknown. The reporter considered premature menopause and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Concerning the injuries reported in this case, the following one were described in patient¿s social media- medical device removal, premature menopause. Concerning the injuries reported in this case, the following one were described in patient¿s social media: uterine perforation . Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. New reporter was added. Updated event from medical device removal to uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils migrated and punctured my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ex-tobacco user. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), fatigue ("fatigue/chronic fatigue"), pneumonia ("I was smoker so ended up with pneumonia"), pelvic pain ("so glad the pain is gone/chronic pelvic pain"), hot flush ("the only now problem is hot flashes"), skin disorder ("my skin, no pain ended up quiting smoking all together"), genital haemorrhage ("still bleeding a bit 2 weeks post op"), night sweats ("night sweat"), anxiety ("anxiety"), influenza like illness ("felt like I wa getting the flu everyday"), dysmenorrhoea ("horrible periods/heavy painful periods"), adenomyosis ("adenomyosis"), amenorrhoea ("I used to skip periods when I had essure"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy in feb (date and month unspecified)). Essure was removed. At the time of the report, the uterine perforation, fatigue, pelvic pain, skin disorder, dysmenorrhoea and arthralgia had resolved and the premature menopause, pneumonia, hot flush, genital haemorrhage, night sweats, anxiety, influenza like illness, adenomyosis, amenorrhoea, bacterial vaginosis and fibromyalgia outcome was unknown. The reporter considered adenomyosis, amenorrhoea, anxiety, arthralgia, bacterial vaginosis, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hot flush, influenza like illness, night sweats, pelvic pain, pneumonia, premature menopause, skin disorder and uterine perforation to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. As per social media content all her symptoms recovered. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, genital hemorrhage, fibromyalgia, uterine perforation. Joint pain; menstrual disorder, pneumonia, adenomyosis. Fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: outcome of the events updated as recovered. New reporter was added. On 23-mar-2020: content received from social media: new event was added as fibromyalgia and the outcome of the event fibromyalgia was reported as recovered. The outcome of the events fatigue, joint pain, horrible periods/heavy painful periods were reported as recovered. Previously reported event "my skin, no pain ended up quiting smoking all together" was added as medical history. New reporter was added. Fu 21 and 22 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy and ovaries removal). Essure was removed. At the time of the report, the medical device removal and premature menopause outcome was unknown. The reporter considered medical device removal and premature menopause to be related to essure. The reporter commented: side-effects of hysterectomy were because the ovaries were removed. Concerning the injuries reported in this case, the following one were described in patient¿s social media - medical device removal, premature menopause. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Reporter information updated. Case was updated from other event to incident. Previously reported event essure causing issues is replaced with medical device removal and early menopause. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.